Event description:
It was reported that a malfunction alarm occurred with a code labeled as malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the malfunction did not recur. The customer was informed to contact technical support if the malfunction alarm occurred again and acknowledged the instructions.